Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringes of bd insulin syringe¿ - ultra-fine¿ had shorter needles than the rest. The following information was provided by the initial reporter: consumer reported mixed product, stated that there were 2 syringes with shorter needles mixed in her box of 12.7mm. Consumer verified the lot and product information from the box and also from the bag and both had the same information. Lot #: 0174641; catalog #: 928851; date of event: unknown; samples: available - sending mail kit.

Event description:
It was reported that 2 syringes of bd insulin syringe¿ ultra-fine¿ had shorter needles than the rest. The following information was provided by the initial reporter: consumer reported mixed product, stated that there were 2 syringes with shorter needles mixed in her box of 12.7mm. Consumer verified the lot and product information from the box and also from the bag and both had the same information. Lot #: 0174641. Catalog #: 928851. Date of event: unknown. Samples: available sending mail kit.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 25-apr-2022. Investigation summary: customer returned a single syringe in a polybag labeled for 0.5ml, 29 gauge, 12.7mm syringes from lot 0174641. The length of the syringe¿s cannula was measured at 6.02mm. This length would be within spec for a syringe designated for a 6mm needle, but not for a 12.7mm needle. A review of the device history record was completed for batch# 0174641. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of a syringe in the polybag having too short a syringe needle.